Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this right ventricular (rv) lead exhibited intermittent loss of capture and high outputs. A drop in pacing impedance measurements from 1400 to 700 ohms was also noted. Surgical intervention was performed and the rv lead was abandoned. No additional adverse patient effects were reported.